Event description:
There was no patient involved in the event. The device has red light flashing.

Manufacturer narrative:
The device history records for the sam 360p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 360p passed ¿out qat¿ from heartsine technologies on the (B)(6) 2017. During the investigation, the failure of mosfet q45 was confirmed by measurement. This had caused the rtc interrupt to be dragged low despite failing no self-test, resulting in a flashing red status led, as per the reported fault. Additionally, while this interrupt is low, the device would not perform auto self-tests. This behaviour was witnessed during the investigation. The pcba will be returned to the q45 component manufacturer for analysis. Any report shall be documented under CAPA (B)(4). It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be scrapped and replaced with a new sam 360p.

Event description:
There was no patient invovlved in th event. The devie has red light flashing.